Event description:
Article entitled ¿new acetabulum bone formation after 10-years impaction bone graft and cemented acetabular cup lead to simple revision-tha with cementless acetabular cup: a case report¿ written by nur rahmansyah, asep santoso, iwan budiwan anwar, tangkas s.m.h.s. Sibarani, and ismail mariyanto published in the journal of surgery case studies on may 21, 2022 was reviewed. The purpose of the case study was to report a case of new acetabular bone formation after 10- year acetabular bone grafting. 54-year-old female with osteoarthritis was implanted with a cemented charnley total hip arthroplasty in her left hip. There was no mention of the cement manufacturer used for the all-poly acetabular cup or monoblock stem. Bone graft was also placed intra-op. 10 years after tha the patient fell and complained of pain and there was restricted movement. Patient sustained posterior dislocation of the hip with aseptic loosening of the cup and stem. There was also a complete bone union on the left acetabulum. Patient underwent a revision surgery and competitor products were placed.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.